Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported once the intra-aortic balloon (iab) was connected to the console, a fiber optic sensor failure alarm was generated. The customer unplugged the sensor cable and reconnected it, but the same message appeared again. They then reconnected the sensor cable after restarting the power supply of the main unit, but the alarm persisted. They then utilized the transducer pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering half of the balloon. Three kinks were found on the catheter tubing approximately 29.2cm, 66.8cm and 70.4cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering half of the balloon. Three kinks were found on the catheter tubing approximately 29.2cm, 66.8cm and 70.4cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. The root cause is addressed under scar 21-f-scar-14; in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.